Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the patient's driver had over-heated and gave an irreversible alarm. Also the filter was clean and the air inlet and outlet of the driver were completely free (no blanket, did not topple over). The patient was switched to a back-up driver.

Event description:
The customer, a syncardia authorized distributor, reported that the patient's driver had over-heated and gave an irreversible alarm. Also the filter was clean and the air inlet and outlet of the driver were completely free (no blanket, did not topple over). The patient was switched to a back-up driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating right drive pressure was too low long enough to time-out and present a permanent alarm. Often this alarm occurs when driver is operating while disconnected from patient. Visual inspection of external components found debris on the fan cover. Visual inspection of internal components found debris on the primary motor and primary cylinder assembly (pca) and motor was not rotating freely by hand. Freedom driver passed all functional testing for acceptance at incoming inspection. An additional driveline disconnection test was performed by disconnecting the left driveline from driver after 15 minutes of operation resulting in an alarm, alarm ran for 30 seconds and did not resolve after drivelines re-connected, confirming recorded alarm. An overnight observational test was run to reproduce customer complaint. Scratching, grinding noise observed during operation and driver switched to secondary motor overnight. Primary motor found to be hot to touch but no high temperature alarms resulted. Driver restarted to reproduce high temperature alarm; primary motor unable to operate driver, secondary motor engaged and two new fault alarms recorded in driver's data file for primary motor failure. Failure investigation for this complaint confirmed the reported issue. The complaint was replicated during testing; the root cause of the unresolvable fault alarm was determined to be a faulty primary motor. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Debris found in the device likely due to faulty primary motor. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.